Manufacturer narrative:
Plant investigation: one complaint sample was received by the manufacturer with lot number 22lr08064 from the product 050-87212. The sample was received open with its original packaging. The complaint product sample was disinfected and as the complaint product sample was being disinfected and prepared for analysis, a leak was found on the patient connector with shrink wrap. The complaint product sample was visually inspected. The o-ring of the patient connector with shrink wrap was found to be improperly assembled, the ring was distorted/corroded. The probable causes of this issue include failure of the operator to follow work instruction, unqualified operator, or unclear work instruction. A DHR review was performed for the involved lot of the product and there were no non-conformances, deviations or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. The reported issue was confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location during dwell 1 of 4 of their pd treatment. It was reported that the supply bag was almost empty. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient¿s contact confirmed the reported event. There were no alarms or warnings prior to discovering the leak. The patient¿s contact stated that a fluid leak was discovered in dwell 1 of 4 from the liberty cycler set¿s tubing. The patient¿s contact stated that there was a small hole in the tubing by the connection. The patient¿s contact stated that there were no issues with the bag and confirmed that the bag was not leaking. The patient¿s contact confirmed that no fluid got in or on the cycler. The cause of the leak is unknown and no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained in performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment on the night of the reported event. The cassette used by the patient is available to be returned to the manufacturer for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from an unknown location during dwell 1 of 4 of their pd treatment. It was reported that the supply bag was almost empty. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient¿s contact confirmed the reported event. There were no alarms or warnings prior to discovering the leak. The patient¿s contact stated that a fluid leak was discovered in dwell 1 of 4 from the liberty cycler set¿s tubing. The patient¿s contact stated that there was a small hole in the tubing by the connection. The patient¿s contact stated that there were no issues with the bag and confirmed that the bag was not leaking. The patient¿s contact confirmed that no fluid got in or on the cycler. The cause of the leak is unknown and no other fluid leaks were found. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained in performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment on the night of the reported event. The cassette used by the patient is available to be returned to the manufacturer for physical evaluation by the manufacturer.